Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild calcification. The 4.0 x 28 mm xience prime stent delivery system (sds) and the 4.0 x 33 mm xience prime sds did not cross to the lesion due to the anatomy. A non-abbott stent was used to treat the lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis of the 4.0 x 33 mm xience prime sds found that the stent was dislodged and on the proximal shaft of the delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant was damaged and dislodged from the balloon; however, attempts to obtain information from the account regarding when/how this occurred were unsuccessful. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.